Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, additional information/device evaluation - additional, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and no data was found within the investigation window. The screen device information was downloaded and found the usb connector, lcd display and 5 navigational keys to be working properly. The screen trend graph was downloaded and showed the battery to be charging and working normally. Wiggle testing was performed with the usb port and download cable and passed. Multiple charging and download cables were used and the receiver was found to charge normally with each cable. Receiver functional testing was performed and passed. Overnight charging and discharge testing was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the receiver was overheating. Reportedly the receiver was exposed to moisture. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.